Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a bad sensor alert and blood glucose level was high at 400 mg/dl. The customer also reported experiencing sensor reading discrepancies at night. The customer stated that the sensor would read low but blood glucose would be normal. The customer was advised to remove and change the sensor.